Event description:
Per report received from germany- edwards received notification of a pascal precision procedure in mitral position where during the procedure, air bubbles were seen when the implant catheter (ic) was moved towards the valve and during suture removal. There were no issues during device preparation. The patient was under general anesthesia. The guide sheath (gs) handle was elevated while inserting into the patient and a syringe was left on the introducer until the guidewire was inserted. There were no saline drips or pressure monitoring devices attached to any of the device handles. The guidewire was retracted as normal. The syringe was attached to the introducer and then the introducer was removed. The implant was inserted as normal. Aspiration and guide sheath flushing was also performed without any issues. During the procedure, a high number of bubbles were observed when the ic was moved towards the valve and suture removal. There were no patient symptoms and no patient injury. No actions or treatment was required. The patient is in stable condition. As per medical opinion, the amount of air observed was more than usual for a teer procedure and the event was due most likely to insufficient flushing during device prep.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence. A DHR review of the lot in question revealed no non-nonconformances related to the event. No imaging of the event or product was returned for evaluation. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects. Since no edwards defect was identified, corrective or preventative actions are not required. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step. - improper stopcock/syringe technique. - air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11 additional h6 type of investigation code: labelling review the complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence. A DHR review of the lot in question revealed no non-nonconformances related to the event. No imaging of the event was returned for evaluation. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects. Product evaluation revealed no manufacturing nonconformities with the guide sheath. The unit was able to be flushed and aspirated as intended, and all tested scenarios passed leak testing. Initial evaluation of the implant system showed no observable leaks or issues with flushing and prepping the device. However, the is failed leak testing after decontamination, and further investigation uncovered a leak proximal to the pull wire exit of the sc shaft. Simulated use testing was performed to evaluate if this leak could cause an air event to occur. Aspiration of the gs with is inserted was performed successfully without any abnormal air ingress into the syringe, and no air was introduced into the test setup upon insertion into the chamber or maneuvering the sc or ic. The event was unable to be replicated. Per the edwards clinical specialist, a large amount of air was observed while the implant catheter was advanced towards the valve and during removal of sutures when releasing the implant. Simulated use testing was not able to replicate the event during implant system maneuvering and air did not exit the steerable catheter after it was flushed after all maneuvers were performed. Additionally, the sutures are routed through the implant catheter, which would be exposed out of the sc at this point in the procedure. The sc and ic are two separate subsystems with their own independent fluid pathways, so it is unlikely that suture removal would cause any air from the leak pathway to flow out of the sc. Additionally, while any leak pathway may have the potential to introduce air into the system, it is unable to be determined when this leak in the sc occurred. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step - improper stopcock/syringe technique - air from an alternative non-pascal device, fluid line, or procedural step however, a true root case is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.